Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range but the alarm was unable to be cleared. The customer's blood glucose was 134 mg/dl. Reportedly, the customer had reverted to manual injections for insulin therapy.